Manufacturer narrative:
Device manufacture dates: battery charger (B) (4). Battery pack (B) (4) - 01/2008. Battery pack (B) (4) - 01/2008. Device evaluation summary: device evaluations of battery charger (B) (4), battery pack (B) (4), and battery pack (B) (4) have been completed. The reported problem was confirmed. The cause of the defective battery charger was a defective q1 chip. This bad chip caused the battery pack to not enter charging mode. The root cause of the defective q1 cannot be positively identified but was likely random component failure. The faulty charger was repaired. It was then retested and restocked. As a result of the defective charger, battery pack (B) (4) had defective cells. The battery pack was repaired, retested and restocked. Once charged, battery pack (B) (4) was fully functional. It was retested and restocked. No adverse event resulted from the damaged battery charger or battery pack. The patient received a replacement battery charger and replacement battery packs.

Event description:
A (B) (6) male patient called to report that his monitor would not power up with either battery pack. A lifecor territory manager (tm) visited the patient and found that the battery charger was not working. The tm replaced the battery charger and battery packs.